Event description:
Customer reported control buttons jammed. This is report 1 of 1 for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, it was noticed that the motor was weak and the motor power was too low due to normal wear. Additionally it was noted that the triggers and the rechargeable battery lock were jammed. The motor and control were replaced. Several components were replaced. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.